Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received software error detected alarm as well as insulin delivery was stopped. The customer¿s blood glucose level was 57 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was not able to complete pump rewind. Customer was advised to performed self test and the test was passed. Troubleshooting was performed. Customer was advised to monitor insulin pump and call back as needed. The insulin pump will not be returned for analysis.